Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vena cava filter was deployed for history of dvt. Approximate 10 months post filter deployment an attempt was made to retrieve the filter. Guided fluoroscopy demonstrated a detached filter limb in the ivc wall. Despite multiple attempts made to capture and retrieve the filter with a snare device, the filter and detached limb remains implanted. A contrast injected vena cava gram demonstrated no extravasation from the ivc was identified. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. Medical records were provided and reviewed. Approximately ten months post filter deployment, an attempt was made to retrieve the filter. Guided fluoroscopy demonstrated a detached filter limb in the ivc wall. Despite multiple attempts made to capture and retrieve the filter with a snare device, the filter and detached limb remains implanted. A contrast injected vena cava gram demonstrated no extravasation from the ivc was identified. Therefore, based on the medical records the investigation is confirmed for a detached filter limb and difficulties removing the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information it was reported that a vena cava filter was deployed for history of dvt/pe. An unsuccessful attempt was made to capture the filter and detached limb located in the ivc. Medical records were received from the report source and reviewed. The medical records provided identified a vena cava filter was deployed for history of dvt. Approximate 10 months post filter deployment an attempt was made to retrieve the filter. Guided fluoroscopy demonstrated a detached filter limb in the ivc wall. Despite multiple attempts made to capture and retrieve the filter with a snare device, the filter and detached limb remains implanted. A contrast injected vena cava gram demonstrated no extravasation was identified from the ivc.